Event description:
It was reported that a patient presented with intermittent capture noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Event description:
New information received notes the patient was seen in clinic on 13 dec 2023, the patient's device was interrogated, and it was noted that a rise in pacing threshold was the cause of the lack of capture observed during remote monitoring. Programming changes were made to enable autocapture and increase the pulse width. The intermittent loss of capture issue was resolved. The patient paced in the atrium less than 1% of the time and 5.3% of the time in the ventricle and was therefore asymptomatic and not dependent on the device for pacing. Some mode switching burden was observed but thought to be a false positive due to previously noted far field r wave oversensing. The patient was to continue with remote monitoring at a separate clinic. The patient was stable.